Manufacturer narrative:
The medtronic representative was unable to replicate the issue. Checked the em interface including hardware status and each port on the system. System is fully functional. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 a medtronic representative, following-up at the site, reported this navigation system has been checked and is fully functional. Another medtronic ent representative was on-site (B)(6) 2016 for two surgeries and system was performing as expected. No parts were replaced. No parts have been received by manufacturer for analysis. The site disposed of the patient tracker. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged that when re-registering the patient they lost tracking status with the patient tracker. In trouble-shooting, emitter placement was checked, reported red tracking status occurring. A second medtronic representative on-site moved the patient tracker from port 1 to port 2 and reported that is was able to track at that point. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.